Manufacturer narrative:
Investigation included a review of available event details and user feedback. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemia could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. This supplemental report is being submitted to provide corrections and additional information not included in the previously submitted MDR. An initial MDR was prepared and submitted on october 23, 2025, within the required reporting timeframe; however, due to technical submission issues, the report was not successfully received by FDA. It support subsequently submitted an MDR on behalf of the manufacturer, which was accepted by FDA but contained incomplete information. This supplemental report is being submitted to correct and complete the previously submitted MDR.

Event description:
It was reported that the user experienced frequent low blood glucose episodes while using the ilet bionic pancreas, with the cause unclear and no associated alerts or alarms noted. Symptoms included hypoglycemia. Outcomes included no reported long-term disability, hospitalization, or medical intervention.

Event description:
On (B)(6) 2025 ¿ sm ¿ 10:34am pst. Feedback from annonymus survey, pt name/contact info/folllow up unable to determine: pt stated: "having lows too often."